Manufacturer narrative:
Returned product was examined visually and under magnification. Slight damage was noted to head of the prosthesis. This damage is minor and was likely sustained during prosthesis explantation. The damage would not have interfered with the function of the implant. Without additional information, a definitive conclusion cannot be drawn. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this incident. Additional MDR associated with this event: MDR 3025141-205-00027: stem.

Event description:
The patient allegedly experienced a sudden loosening of the anatomic radial head during and following an MRI. The implant was explanted.